Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface analysis identified a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous fusion surgery at l3-pelvis levels, for the treatment of broken pelvis. During surgery, the tip of the screwdriver broke. The driver came in contact with the patient. The tip was retrieved and no fragment of the broken tip remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.